Event description:
T was reported that, during implant testing, the shock impedance was high. The programmer had a red screen indicating the impedances were out of range. The doctor re-inserted the electrode into the device and the impedance was now good at 80 ohms. The system was successfully implanted. There were no adverse patient effects.